Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. It was reported that the vibratory function of the pump was operating in an intermittent fashion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/22/2015 with the following findings: during testing, the vibratory and audible alarms operated properly. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.